Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (25-50%) and yellow encapsulation. A microscopic analysis was performed which identified: sharp broken (unidentified (tear) opening) and non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken due to surgical impact and missing shell due to inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.